Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were repositioned on (B)(6) 2020. Effective therapy was established.

Manufacturer narrative:
Event date is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00780. It was reported that the patient lost effective coverage due to a lead migrating. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue. Note: as it is unknown which lead had migrated, both devices are being reported on.